Event description:
Customer reported the panorama telepack lost communication with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service rep returned the system's transmitter to mindray's repair center for repair.